Event description:
A malfunction was reported by the customer, showing a malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the customer with the process. Once reset, the malfunction did not recur, and the customer was advised to continue using the pump while monitoring for any further issues, with instructions to contact support if any malfunction codes reappeared.